Event description:
A 3.0 mm diameter x 24 mm length endeavor drug-eluting coronary stent delivery system was successfully implanted into a pt approximately 3 years ago. Implant info is unk. It was reported that the pt expired 3 years post stent implant, cause of death has not been reported. An autopsy report has not been obtained. No additional info has been received. Investigator has determined that there was no relation with the study device, study drug, and index procedure and the event.

Manufacturer narrative:
Results: death.